Event description:
It was reported that the plaintiff was implanted ¿on or about (B)(6) 2008¿ with ams apogee to treat pelvic organ prolapse. The plaintiff¿s attorney alleges that the ¿product caused plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences.¿ the plaintiff¿s attorney also alleges that ¿product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.